Event description:
While doing research, the rptr noticed that feeding tubes are being replaced frequently, especially in pediatric pts'cases because the tubes fall out. She feels that the product design should be modified to eliminate the need for constant replacement.